Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is in progress at the time of this report. The lot number reported in this complaint is from the sample received.

Event description:
The customer reports that the guidewire came out kinked after dilating the skin.an IV catheter was used to exchange the guide wire. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation that showed evidence of use. The dilator was not returned. Visual examination revealed the guide wire body had one significant kink and another mild kink. The j-bend on the distal tip was intact. Microscopic examination revealed the significant kink had separated coils and that both welds were full and spherical. The significant kink in the guide wire body was located 19.2 cm from the proximal tip and the mild kink was located 7.0cm from the proximal tip. The guide wire overall length measured 458mm which is within specification. The outside diameter (od) of the guide wire was also measured and was found to be within specification as well. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record (DHR) review was performed on the guide wire and dilator and no relevant issues were identified. The reported complaint of the guide wire becoming kinked during insertion with the dilator was confirmed through visual inspection of the returned sample. Two kinks were observed on the returned guide wire; however, the dilator was not returned for evaluation. A DHR review did not reveal any manufacturing related issues. The probable cause of the guide wire kinking could not be determined based upon the information provided and without a complete sample.

Event description:
The customer reports that the guidewire came out kinked after dilating the skin. An IV catheter was used to exchange the guide wire. No patient injury or consequence.